Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Implant placed with good primary stability, healing abutment placed, remained symptomatic throughout the entire postop. Still painful after antibiotics. Removed due to persistent pain. Granulation tissue present, pain on removal. Tooth site # 31. Surgical/medical intervention required for permanent damage: yes, antibiotics. Symptoms as a result of the event: pain and inflammation. The site was grafted with allograft prior to original implant placement.